Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a diagnostic laparoscopy / right open colectomy procedure, product failed to operate. Didn't cut, would not release. There were no patient consequences. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Pried open. Did the jaws eventually open? Yes...but with some tearing of tissue.